Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 1 years after the dental implant was installed in the pt's mouth, it was verified its non osseointegration; 20 ncm of primary stability was achieved and immediate load was not performed. Pt had bone type I.